Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code: (B)(4) - failure to follow steps/instructions. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a 100% in process testing of devices are performed to assure alignment of needles. A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record produced no findings relevant to this event. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician in training in the use of the prostar xl device attempted arteriotomy closure of the left common femoral artery, during a preclose technique after an endovascular aortic aneurysm repair (evar) procedure. Reportedly, after the needles were deployed, no suture was attached on one needle (white suture) and the other needle did not deploy (other white suture). The green sutures (2 needles) were retrieved and placed successfully. A needle backdown was performed and the anterior white needle was found to be located in the shaft of the device. The guide wire was re-introduced and the interventional procedure was performed using a 16 fr sheath. At the end of the procedure, the knot was advanced successfully using the green sutures, but hemostasis was not achieved. A cut down was performed to surgically close the access site. The approximate length of the procedure was reported to be 120 minutes. There was no reported adverse patient sequela. Though requested, additional information was not provided.